Manufacturer narrative:
If implanted; give date: n/a (not applicable).the intraocular lens was not fully implanted. If explanted; give date: n/a (not applicable).the intraocular lens was not explanted. The intraocular lens (iol) was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) would not unfold when attempts were made to slide it into the patient¿s right eye. The cartridge was placed halfway in and halfway out of the eye. The doctor thinks the cartridge was not in the eye all the way and that is why the lens did not go in all the way. The doctor believes the iol did not unfold due to the cartridge not being correctly in the eye. There was no patient injury, and no medical or surgical interventions were required. It was learned that because the lens was not fully in the eye (half-way in and half-way out of the eye), the lens did not unfold at all. There was no issue with the cartridge. The doctor used a mcpherson to take the lens from the eye. There were no attempts to push the iol into the eye. The doctor immediately implanted a new iol (same model, same diopter) using a new cartridge. No additional information was provided to johnson & johnson surgical vision.